Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-non-sustained episodes less than 220 milliseconds on (B)(6) 2016. Rv pace lead impedance was 4047 ohms on (B)(6) 2016. Sensing integrity counts went up to 2342 (within 4 days) along with evidence of oversensing. (B)(4).

Event description:
It was reported that the patient was shoveling snow and an alert was triggered. The patient presented to the hospital the following day and interrogation indicated noise on the right ventricular lead when the patient moved their arms. The noise had triggered a lead integrity alert (lia). The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.